Manufacturer narrative:
Analysis of the provided files did not permit to find any traces of the reported behavior on the log. The provided log come from the os context after boot completion, but the issue happens in the pre-os boot phase. This behavior is caused by an abnormal boot flow during the pre-os phase, causing the apparition of the window "enter password". The programmer tries to access bios setup instead of booting the os normally. The behavior was transient and could be resolved after a simple power cycle, it is isolated and non-reproducible in logs. The main origin of this behavior could not be established with certainty. The most probable hypothesis are: -hardware failure regarding the power supply, causing an instability leading to incomplete system reset. -firmware bios settings corruption. -software failure regarding pre-os boot. No general malfunction is suspected with the subject device. This case is retained and utilized for trend purpose.

Event description:
Reportedly, on (B)(6) 2026, when turning on the tablet for an implant, an "enter password" message appears. The tablet is turned off and on again without the message appearing. Two pacemaker implants were performed without incident.

Manufacturer narrative:
Investigation of the provided files is still ongoing, resulsts will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, when turning on the tablet for an implant, an "enter password" message appears. The tablet is turned off and on again without the message appearing. Two pacemaker implants were performed without incident.